Event description:
Seven days post bilateral inguinal hernia repairs the pt has a recurrent hernia on left and possible recurrent hernia on right. Physician will be examining pt on 7/16/93. Failure probably due to staple design regarding length. However, other problems cannot be ruled out with device since an instrument used just prior to this, where the handle broke and it could not be used. Repeat surgery will be needed if marlex mes does not "scar" into place.